Manufacturer narrative:
Analysis of the extension (with an unknown l/n) found the proximal end¿s insulation had environmentally assisted degradation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer¿s representative (rep) reported the consumer¿s implantable neurostimulator (ins) was being replaced today; the first lead was able to be disconnected, but the second lead wouldn¿t come out. The healthcare provider (hcp) backed the screw out but the lead still wouldn¿t come out. The hcp then tightened it until it clicked and backed it out again, but the lead wasn¿t coming out. It was further reported that 1 centimeter of the insulation had been stripped. It was recommended to try and twist and torque the lead out, but this had already been done. At that point the hcp clipped the lead. The new ins was placed and the right side lead tail was plugged into the right port and plug was placed into the left side port. An impedance test was run at 0.70 volts and contact 10 was greater than 10,000 ohms. It was noted all pre-operative impedances werewithin range and less than 1000 ohms. The hcp removed the lead and was going to attempt to reseat it in the ins to resolve the impedance issue, but once the lead was removed, it wouldn¿t go back into the ins. The hcp then cut the lead and placed a plug into the right side port and the consumer was going to come back for a lead revision in a few weeks. The clinician programmer showed the 565 programming, so the rep. Believed the consumer had a 565 lead connected to two extensions, so the rep. Believed that what was left in the consumer at this point was the 565 lead with two extensions that had both been cut. The consumer was going to be meeting with the hcp to discuss their options, to which the rep. Planned on being at that appointment. No patient symptoms were reported. Relevant medical history includes post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.